Event description:
It was reported that patient underwent a shoulder arthroplasty on (B)(6) 1998. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The shoulder components were removed and replaced with a reverse shoulder.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00457 / 00458).